Manufacturer narrative:
Block b3: approximated based on the month and year the first procedures were performed. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1906 captures the reportable event of infection.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery-enhanced delivery system at the 105th annual meeting of the japan gastroenterological endoscopy society (jges). According to the study, 15 cases of axios stent placement were performed between october 2018 and october 2022. Among these cases, 11 were for walled-off necrosis (won); 3 for pseudocyst and 1 for post operative pancreatic leak. Furthermore, the procedure was successful in 14 out of 15 cases. On an unknown date, post stent placement, a cyst infection occurred in 1 patient with psedocyst and was treated conservatively with antibiotics. Note: no further information has been obtained despite good faith efforts.